Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Isi requested the customer return the force bipolar instrument used during this event, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no relevant errors. An image of the instrument was provided to isi and reviewed. The grips of the force bipolar instrument were confirmed to be dislocated. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the force bipolar jaws became unhinged.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the force bipolar broke on arm #1. It was noted that the jaws of the instrument were broken but not detached. The surgeon was using the force bipolar instrument to ¿break sutures." The surgeon explained that he was pulling the instrument while holding sutures away to break the suture. During that process, the instrument's jaws became unhinged. The surgeon cut the remaining suture and removed the force bipolar instrument and 12mm cannula it was installed through at the same time. The port site did not have to be increased, and the force bipolar instrument was replaced with another force bipolar instrument. The procedure was continued robotically. The surgeon said he did not have to redo the sutures, as the sutures were damaged in the way he was anticipating, just via cutting rather than the ¿breaking¿ technique. The surgeon reported that this event had no patient or procedure impact other than a 10-15 minute delay. There were no further complications, and the patient was doing fine post-operation. The surgeon said he has performed the suture break technique this way before, and not experienced this issue. The surgeon suggested that this force bipolar instrument might have been exhausted from use or at the end of its life.